Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the charge-coupled device-unit was damaged by physical stress that was applied during user handling. That resulted in no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. No image on the monitor due to a damaged charged coupled device unit, and the connecting tube has coating peeling (1mmsq or more). In addition, the following non-reportable malfunctions were found during device evaluation: low angles in all directions, dent on the connecting tube, due to pinching on bending section cover, water tightness is lost, distal end has a crack, bending section cover has cut, color ring has a crack, suction cylinder is shaved, grip has a scratch, angulation lever is dirty, universal cord has discoloration, universal cord has a scratch, light guide cover glass is dirty, scope connector has a scratch, due to wear of angle wire, bending angle in up/down direction does not meet expectations, due to damage on channel tube, forceps cannot be inserted, light guide bundle has breakage, and due to adhesive peeling of distal end, distal end is not secured. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the bronchovideoscope had no image on monitor screen, angulation issue reduced angle, and a kink on connecting tube during preparation for use for a diagnostic bronchoscopy procedure. The procedure was delayed by five minutes and was completed using a similar device. There was no report of patient harm or user injury associated with this event.